Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident, blood glucose was 245 mg/dl, 228mg/dl. Customer's sensor glucose values was 299mg/dl, 322mg/dl, 296mg/dl and insulin was not suspended due to sensor glucose values. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will not be returned insulin pump for analysis.